Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: >5; lab: 2.0-3.0. Therapeutic range: 2.0-3.0. Exact date and exact values were not provided. The caller reported discrepant high results on two patients but did not have details or any further info about the patients. The caller also stated that an inratio result of 3.0 was observed when a technician who does not take any anti-coagulant was tested.

Manufacturer narrative:
Investigation pending.